Manufacturer narrative:
Despite three follow-up attempts, the suspected device could not be requested for evaluation from the customer. Therefore, a device history record for the suspected contour® meter with serial # (B)(6) was reviewed and no manufacturing anomalies were found. The packaging facility for this meter was rr donnelly. Since the meter was manufactured in apr-2010, the kit lot number associated with it could not be retrieved because the data is no longer retained.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided. The contour® meter does not have an expiration date. Therefore, no information was captured in section d4 (expiration date). The warranty period of the meter is 5 years from the date of the original purchase. The kit # associated with the meter is not available. If the information is available at the later date, it will be provided in the supplemental report. Gudid information does not exists, as the device was manufactured before the UDI implementation date. Therefore, only the di number has been captured in the UDI section d4.

Event description:
A customer reported that she purchased the contour® meter from their local pharmacy in the us, which was displaying the units of measurement accompanied with the blood glucose readings in mmol/l instead of mg/dl. There was no allegation of an adverse event. A replacement meter kit was sent to the customer. The device is not expected to be returned for evaluation.